Event description:
The customer reported that a piece of the device was peeling towards the distal tip. Nothing fell into the pt cavity and there was no pt injury. The device was returned and it had a bare wire exposed near the jaws.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.